Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1l8yy, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1l8yy, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that >4000 impedance was observed on all combinations. It was further reported the lead was placed on (B)(6) 2018. The patient initially had success with the lead an battery. When checking the impedances due to lack of benefit, it was found that all combinations were >4000. Every electrode was trialed separately via different programs and combinations of electrodes and nothing provided symptom relief for the patient. The system was replaced on (B)(6) 2018. The procedure done independently, with no representative present. It was unknown if the patient had any fall or anything that contributed to the initial decline in symptom relief. The impedances were checked and a variety of programming changes were made prior to deciding to replace everything. It was unknown if the issue was resolved at the time of the report. It was further reported the patient had a full replacement of lead and ins because all combinations on impedance check were >4000 and the patient was not having any therapeutic benefit on any electrode or combination of electrodes as they did during the trial. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va1l8yy, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial (B)(4)) and the lead (lot # va1l8yy ) were completed, and revealed that the ins passed functional testing and the lead was stretched in the body. Electrical testing determined that continuity was complete on the lead and there no electrical shorts between circuits. Good impedance and stable outputs were observed on both devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the loss of effect, the implant not functioning, and the high impedance was still unknown. There were no further complications or anticipations reported with this event.